Event description:
During removal of the epidural catheter, it separated and a portion remains in the patient. No attempt is being made to remove the indwelling piece of catheter. There were no patient complications.